Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 88 mg/dl at the time of the incident. Customer reported that we changed out the battery twice with a new one and the new insulin pump but insulin pump isn't turning on. Customer is calling back with blank display after receiving new battery cap. Customer reports display is blank. The customer was assisted with troubleshooting and the display did not return. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump powered up properly after battery installation. No blank display noted. Pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to j7/pcb 1 during visual inspection. Pump received with scratched case and pillowing keypad overlay.